Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent fracture and in-stent restenosis occurred. In (B)(6) 2014, a 3.50x24mm promus premier¿ stent was implanted in the mid right coronary artery (rca). In (B)(6) 2014, the patient presented with focal in-stent restenosis in the middle of the stent. The physician performed intravascular ultrasound (ivus) and felt the mid stent had fractured. No patient complications were reported.